Manufacturer narrative:
Final analysis found that the device was in backup due to multiple flipped bits. (B)(6).

Event description:
It was reported that during a device follow up, the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014.